Event description:
The manufacturer received information a patient is alleging she suffered a respiratory and sinus infection while using an everflo oxygen concentrator. The patient alleged she was admitted to the hospital. The device has not been returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.